Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the tissue pad portion broke off from the instrument. Another device used to complete the case. No pt consequence.